Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat variceal bleeding performed on (B)(6) 2023. The device was set-up accordingly and the ligator was installed onto the scope. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, when the physician attempted to deploy the second band, it would not deploy. She rotated the handle again, but still the band would not deploy. The device was changed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with four bands attached, but the suture thread was fully unfolded from the ligator housing, some of the bands were moved, and overlapped, and there were two bands returned which were detached from the ligator housing, and one band was broken. The handle slot had the trip wire inserted. The teeth of the ligator housing were found bent/damaged. The suture thread and suture hole of the ligator housing were in good condition, including the returned irrigation tube. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and it still had four bands attached. This suggests that the device could not deploy the bands. The handle assembly and the suture thread were in good condition. The bent ligator housing teeth suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, twisting them until they broke. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat variceal bleeding performed on (B)(6) 2023. The device was set-up accordingly and the ligator was installed onto the scope. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, when the physician attempted to deploy the second band, it would not deploy. She rotated the handle again, but still the band would not deploy. The device was changed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.